Manufacturer narrative:
Reposition date should have been (B)(6) 2020.

Event description:
Re-positioning of lead occurred on (B)(6) 2020.

Event description:
New information notes that the lead been confirmed as dislodged into the ventricle via fluoroscopy. The lead had been repositioned on (B)(6) 2020. Measurements showed appropriate function post reposition. No patient consequences reported and the patient was discharged the next day without incidence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation,the atrial and ventricular electrograms had aligned. Atrial threshold testing captured the right ventricle consistent with probable atrial lead dislodgement into the ventricle. Programming changes were made to address this. An x-way was taken with results pending. The patient was in stable condition before, during and after the event. No further action was taken.